Event description:
"1150am: came back from lunch, surgery was in progress (laparoscopic hysterectomy), and noticed that the light cord has multiple holes in it. Upon inspection, the light cord was intact but approximately 80% of the whole length of light cord had multiple holes in it. The storz rep was called in to see if it is indeed a safety issue (fire risk). He then confirmed that it should be replaced and brought in another light cord. When it was plugged in, it has the same amount of holes in it. Light cords were taken out of the room by storz rep. Another third light cord was brought in. Surgery went as planned with no untoward event." Manufacturer response for light cords, light cords (per site reporter), rep was in the surgery.